Event description:
It was reported that during intra-op, user had some trouble with the shaver dropping in and out when the peddle was depressed, user tried a different peddle and console. The surgeon also stated that device did not sound right and that it was not shaving correctly. The shaver was put down and after a minute it activated on its own with no one near the peddle, it had been plugged in for some time by this point and it stopped on its own after no more than 10 seconds. Staff removed it from use immediately. The team replaced the handpiece, but continued to use the consumable shaver components and there were no more issues. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.